Event description:
The customer reported the system would shut down without command during procedures. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connector was replaced. The system was then found to be operating as intended.